Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted lobectomy procedure, the surgeon fired the reload, but when he tried to open the device, it got stuck. The jaws were locked on tissue. The handle was gently maneuvered to remove the jaws. It was used another instrument to open the jaws and after opening there were more than usual bleeding but less than 500cc. The handle was replaced in order to complete the case. There was no patient injury.